Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that customer had 2 boxes of the same lot number of bd ultra-fine¿ pen needle and was not able to get the needles to work. No insulin would come out. Tested with their pharmacist and they also had same issue.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that customer had 2 boxes of the same lot number of bd ultra-fine pen needle and was not able to get the needles to work. No insulin would come out. Tested with their pharmacist and they also had same issue.

Manufacturer narrative:
Investigation: customer returned (149) sealed 4mm, 32g pen needles with the shelf cartons from lot # 8074566. Customer states that no insulin would come out of the pen needles. Thirty out of 149 returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that customer had 2 boxes of the same lot number of bd ultra-fine¿ pen needle and was not able to get the needles to work. No insulin would come out. Tested with their pharmacist and they also had same issue.